Manufacturer narrative:
It was claimed that the that the air gas module was defective and needed to be replaced. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the internal leakage test failed during pre-use check. The air gas module was checked and has been replaced to resolved the issue. The air gas module regulates the inspiratory air gas flow. A failure in the air gas module may lead to inaccurate gas flow regulation and gas mixture. This will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The defective part nor device's logs were not available for further evaluation. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 05/02/2016, corrected manufacture date: 04/14/2016. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator's air gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).